Manufacturer narrative:
(B)(4). There were no reported product deficiencies. The reported patient effects of perforation and death are listed in the xience v everolimus eluting coronary stent system instructions for use as known adverse events. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
User facility medwatch report received that states: during heart cath procedure following an acute myocardial infarction, a perforation to the right coronary artery occurred. Pt. Was emergently taken to the o.r. For treatment, subsequently expired in ICU the same date. Packaging and the devices were both discarded. Subsequent to receipt of the user facility medwatch, the following was reported: it was reported that the patient presented experiencing an acute myocardial infarction. During the 99% stenosed mid right coronary artery stenting procedure, after xience nano stent deployment, a perforation occurred. It is undetermined what caused the perforation. The patient was taken emergently to the operating room for treatment. After successful treatment of the perforation and while in the intensive care unit on (B)(6) 2012, the patient expired from cardiac standstill secondary to suspected ventricular rupture and bleeding diatheses. There was no additional information provided.